Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant medical devices: 5092-58 lead, implanted: (B)(6) 2004, and 5592-53 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient's device reached early battery elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.